Event description:
Per the clinic, the patient experienced pain and swelling at the implant site, with magnet dislodgement, following an MRI (1.5 tesla). It was reported that, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet was performed on (B)(6) 2025, under anesthesia (type not reported) by reopening the site over the magnet and returning it to the magnet pocket. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent magnet repositioning surgery under general anesthesia on (B)(6) 2025.